Event description:
The patient was implanted with a left ventricular assist device (lvad). The cardiothoracic surgeon reported that the patient was experiencing red heart alarms while on ac power (tethered support) and only when getting out of bed. The patient¿s system controller, power module and patient cable were exchanged without resolution to the alarms. X-ray images and log file data were submitted to the MFR for analysis. A review of the log file data by the MFR revealed recorded data consistent with an internal percutaneous lead compromise. The x-ray images revealed the external portion of the lead was unremarkable; however, there was a questionable area on the internal portion of the percutaneous lead. While the patient was in the emergency room, the hospital staff reported that the pump stoppages recurred when the patient performed some exercises. The patient was transferred to another lvad implanting center and the pump was subsequently exchanged due to a suspected driveline fracture.

Manufacturer narrative:
The patient remains ongoing on lvad support post the pump exchange and no further issues have been reported. The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR¿s investigation is completed.